Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient had peritonitis. There were no reported allegations that peritonitis was related to products, in additional follow-up, the patient¿s pd nurse confirmed the patient was seen in the outpatient pd clinic on 6/nov/2024 with symptoms of cloudy pd effluent. The pd nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy with intra-peritoneal (ip) vancomycin (dose unknown) for peritonitis. The patient is recovering from the event and continues pd with the same cycler. The pd nurse reported that the patient did not have any fluid leaks or any malfunctions in relation to the event. The nurse indicated that the patient was previously hospitalized for an issue unrelated to dialysis and stated the peritonitis was likely hospital acquired.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this patient had peritonitis. There were no reported allegations that peritonitis was related to products, in additional follow-up, the patient¿s pd nurse confirmed the patient was seen in the outpatient pd clinic on (B)(6) 2024 with symptoms of cloudy pd effluent. The pd nurse stated the patient had a pd culture obtained which had an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy with intra-peritoneal (ip) vancomycin (dose unknown) for peritonitis. The patient is recovering from the event and continues pd with the same cycler. The pd nurse reported that the patient did not have any fluid leaks or any malfunctions in relation to the event. The nurse indicated that the patient was previously hospitalized for an issue unrelated to dialysis and stated the peritonitis was likely hospital acquired.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The patient was previously hospitalized for an issue unrelated to dialysis and it is possible the peritonitis was hospital acquired. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.